Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due ot normal elective replacement indicator (eri) battery status. There were no complaints against the device while it was implanted. A new boston scientific ICD was successfully implanted. Upon receipt, the device failed returned product testing.